Manufacturer narrative:
(B)(4). The onset of the peritonitis event occurred on an unknown date in (B)(6) 2013. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 2 of 3. It was reported that the patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized and treated with unspecified antibiotics for peritonitis. The peritonitis resolved. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd894022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted.